Event description:
Boston scientific received information that this right atrial (ra) lead had exhibited intermittent sensing and undersensing after pocket closure. Additional information from the field representative indicates that this lead had dislodged which was confirmed through x-ray and fluoroscopy. This lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.